Manufacturer narrative:
The investigation for the reported issue has been completed. Data analysis: on the 20th day of support with pump sn: (B)(6), the console displayed ¿impella stopped (mechanical/electrical issue) ¿ alarm, event #115. The rt log confirms the pump stop. This confirms the reported failure mode. Despite the user restarting the pump multiple times, it consistently stopped immediately. After transferring the pump to the second console, ic9543, the same issue persisted. Device analysis: this console was tested after arriving at fs. Unable to reproduce the reported failure mode - pump stop upon power cycling the console 20 times. Each time, the console was able to run the test pump at p-level p9 without automatic stopping. There was a 20v supply at the impellatronic board connector j001.2, as intended. No hardware-related issues were found on the console. Root cause: no issues were found with the console (ic9544). The root cause of the pump stop could not be determined due to the inability to reproduce the issue. H6 investigation type, findings and conclusions.

Event description:
The complainant had an impella pump stop per the bedside nurse ¿without warning.¿ the bedside care team attempted to restart the impella on theoriginal automated impella controller (aic) and received a ¿controller failure¿ alarm. The aic was swapped and attempted to restart the pump on the new aic. The pump would not restart per the bedside nurse. Therefore, the second controller is being reported on this report. The patient expired while on support which is reported on manufacture report number 1220648-2025-31090.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
Additional information was received in the form of medical safety review and noted the following: an adult patient presented in cardiogenic shock on 07/01 and underwent multiple rounds of CPR. An intra-aortic balloon pump (iabp) was placed for initial support. On 07/02, the patient was escalated to impella cp for higher hemodynamic support. Due to worsening hemodynamics, va-ECMO was initiated for primary mechanical circulatory support, and impella 5.5 was implanted for left ventricular (lv) unloading. On 07/10, the patient exhibited signs of infection (no documented results). On 07/14, multiple deep vein thromboses (dvts) and a pseudoaneurysm at the axillary site were noted. On 07/24, the impella 5.5 stopped unexpectedly; attempts to restart the device failed. The device was left in the aortic position. The patient expired on 07/25 while supported on ECMO and the non-functioning impella 5.5. Device involvement: impella cp functioned as intended; no device-related complaints. Escalation was due to patient¿s clinical deterioration, not device malfunction. Impella 5.5 was an unexpected pump stop on 07/24 with failed restart attempts. Device remained in situ until patient expired. Considered a contributing factor to patient death, though underlying condition was severe. Automated impella controllers (aic) conservatively reporting as malfunction. Based on reported information, the impella cp performed as expected; the impella 5.5 exhibited pump stop during use. The patient¿s death primarily attributed to underlying clinical condition; device malfunction may have contributed. This is one of three device reports associated with the event. Refer to the following report numbers for the related device reports: 1220648-2025-31158 (aic), 1220648-2025-31159 (aic) 24-46884-1 and 1220648-2025-31090 (pump).